Event description:
Company representative reported on behalf of a healthcare professional, "tissue expander deflated due to a hole in the posterior seam." Unknown if device came into contact with patient. Unknown if surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening on posterior, suture tab is missing, broken suture tab. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. A striated edge broken on suture tab assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "tissue expander deflated due to a hole in the posterior seam".